Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to a protruded and loose drive support disk. Analysis was unable to verify the compromised force sensor system alarm. Analysis was unable to perform the rewind test, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, and the displacement test due to a motor error alarm. The unit had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report high blood glucose levels and that the insulin pump alarmed a compromised force sensor error. The blood glucose reading was 421 mg/dl. The customer treated with a manual injection. The customer reported that the drive support cap was protruded. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.